Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a pin hole in tubing between pump and cylinder that was revealed during the removal surgery. The physician decided to splice the compromised tubing and reconnect everything with accessory kit components. The device worked great following this maneuver. Additional information received indicated the patient would pump but cylinders would not fill. This occurred 7 weeks after his surgery.